Manufacturer narrative:
Correction: h1.

Event description:
A hemodialysis (hd) clinic nurse reported there was a blood leak which occurred 25 minutes into an hd treatment. They were unable to return the patient¿s blood. Additional information was obtained through follow-up with the hemodialysis registered nurse (hdrn). The hdrn stated this male patient was in a scheduled hd treatment on the fresenius 2008t machine utilizing the optiflux 160nre dialyzer. This patient dialyzes thrice weekly with a blood flow rate (bfr) of 450ml/min and a dialysate flow rate (dfr) of 1.5 times the bfr. Twenty-five minutes into treatment a blood leak occurred. The machine alarmed with a blood leak alarm as expected. The patient¿s treatment was discontinued and the blood was not returned. The estimated blood loss (ebl) was approximately 300ml. Blood leak test strips were utilized and tested positive for the presence of blood. The hdrn stated that the leak was also visible within the lines. The leak was confirmed to be internal. No visible defect or damage could be seen on the dialyzer. Post-treatment the patient¿s hemoglobin was tested and was approximately 7.6. The patient was sent to the emergency room (ER). The patient required a blood transfusion (unit type and volume unknown).

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis (hd) therapy utilizing the optiflux 160nre dialyzer and the patient blood loss requiring the patient transport to the hospital and administration of a blood transfusion. Additionally, there is likely a causal relationship between the blood loss requiring the blood transfusion and the reported confirmed dialyzer blood leak which occurred during the patient¿s treatment. Although the dialyzer is unavailable to return, it was reported that the hd machine alarmed for a blood leak and the test strips were positive for the presence of blood resulting in the cancellation of the patient¿s treatment and blood not being returned. As a consequence of the dialyzer blood leak, the patient required a blood transfusion due to low hemoglobin resulting from the blood loss. Based on the available information the optiflux 160nre dialyzer blood leak caused the patient blood loss and blood transfusion. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A hemodialysis (hd) clinic nurse reported there was a blood leak which occurred 25 minutes into an hd treatment. They were unable to return the patient¿s blood. Additional information was obtained through follow-up with the hemodialysis registered nurse (hdrn). The hdrn stated this male patient was in a scheduled hd treatment on the fresenius 2008t machine utilizing the optiflux 160nre dialyzer. This patient dialyzes thrice weekly with a blood flow rate (bfr) of 450ml/min and a dialysate flow rate (dfr) of 1.5 times the bfr. Twenty-five minutes into treatment a blood leak occurred. The machine alarmed with a blood leak alarm as expected. The patient¿s treatment was discontinued and the blood was not returned. The estimated blood loss (ebl) was approximately 300ml. Blood leak test strips were utilized and tested positive for the presence of blood. The hdrn stated that the leak was also visible within the lines. The leak was confirmed to be internal. No visible defect or damage could be seen on the dialyzer. Post-treatment the patient¿s hemoglobin was tested and was approximately 7.6. The patient was sent to the emergency room (ER). The patient required a blood transfusion (unit type and volume unknown).